Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak, reoperation and surgical cut down (bypass or conversion). Since it is unknown which device is directly implicated in this complaint: (B)(4) / UDI-di: (B)(4) and (B)(4) / UDI-di: (B)(4) will be included in this report to the FDA. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular procedure to treat abdominal aortic aneurysm (aaa) utilizing gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3 and two contralateral legs). Reportedly, since the original implants, the patient has experienced continued aneurysm sac growth on the follow up cta scans (unknown date). On an unknown date, a reintervention was performed to attempt to embolize the aneurysm sac but sac still continued to grow (aneurysm size 7cm). There is possible type 2 endoleak visible on scans but no clear type 2 when they opened up the sac and physician thought that the continued aneurysm growth might be from a type 1a endoleak (unknown on what device) but it was not visible on the scans. On (B)(6) 2023, the patient underwent a reintervention to treat the growing aneurysm sac as physician decided to explant the excluder devices and did a surgical repair with a dacron graft. Patient tolerated the procedure.